Manufacturer narrative:
Clinical code e - 4503. Bleeding following removal of urethral catheter.

Event description:
It was reported by the customer that catheter was difficult to remove. Balloon did deflate to remove. Patient experienced bleeding during removal.